Manufacturer narrative:
(B)(4).

Event description:
During a rf ablation procedure, a patient burn occurred at the site of the neurotherm grounding pad. Images of the burn were received, indicating a second degree burn on the back of the patient's thigh. There were no performance issues with any sjm device. Further information was requested but not released by the facility.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined.